Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose levels of 2.7-3.4 mmol/l which was addressed with the customer consuming apple juice. The suspected cause for bg was the basal rate settings on the pump needed to be adjusted.